Manufacturer narrative:
The customer contact informed ge healthcare that the hospital can not provide the patient information for the reported event due to their privacy policies. A ge healthcare service representative discussed the complaint with the hospital and suggested replacing the poppet and adjustable pressure limiting (apl) manifold to correct the issue. The hospital reported that the apl manifold and poppet were replaced by the on-site biomed.

Event description:
The hospital reported that, during a case, airway pressure was noted to be increasing with the adjustable pressure limiting valve set at minimum. The clinician reportedly removed the circuit to relieve the pressure. The case was completed with no further reported complaint.